Event description:
Additional information was received indicating that there was no patient involved.

Event description:
Information was received indicating that a smiths medical pump presented with error code 4162. There were no reported adverse events.

Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was able to be verified. There was an error on the screen and the event history. The motor was found to ultimately be faulty. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.